Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The purpose of this study is to present our results with acdf-cpa and to compare these results to previous reports of outcomes following acdf-c (acdf with cage alone). Between march 2002 and may 2006, a total of 83 patients (53 males and 30 females) with 266 fusion sites and a mean age of 54.3 ± 27.2 years (range 31¿91 years) were treat with a cslp plate (cervical spine locking plate, ao synthes). The average follow-up period was 44.1 ± 12.3 months (range 25¿69 months). The following complications were reported as follows: of the 9 subjects with radiographic evidence of pseudoarthrosis (type I fusion) at 3 months follow-up, 5 subsequently developed into type iii fusions (2 one-level cases at 6 months, 1 one-level case and 1 two-level case at 9 months, and 1 three-level case at 12 months). 4 cases had persistent radiographic evidence of pseudoarthrosis. 3 cases remained do not have significant symptoms and are being observed clinically. 79 of 83 cases had fusion at 2 years postoperatively. 4 patients developed dysphagia that persisted for greater than 6 weeks. All cases spontaneously resolved within 3 months. All donor-site pain resolved within 3 months. (B)(6)-year-old male patient who was diagnosed with myelopathy had a fair clinical outcome. He had junctional stenosis. (B)(6)-year-old female patient who was diagnosed with radiculopathy had a fair clinical outcome. She had degenerative chagres. (B)(6)-year-old male patient who was diagnosed with myelopathy had a poor clinical outcome. He had degenerative chagres. (B)(6)-year-old male patient who was diagnosed with myelopathy had a fair clinical outcome. He had metal failure and required a revision surgery. (B)(6)-year-old male patient who was diagnosed with myelopathy had a fair clinical outcome. He sustained his myelopathy. (B)(6)-year-old male patient who was diagnosed with myelopathy had a poor clinical outcome. He had junctional stenosis. (B)(6)-year-old male patient who was diagnosed with myelopathy had a poor clinical outcome. He had degenerative chagres. This report is for a cslp plate (cervical spine locking plate, ao synthes). This is report 7 of 10 for (B)(4). The complaint involves 16 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 2 separate complaints as listed below: (B)(4)¿ this complaint will include 10 devices - 5 cslps, 5 screws, (1st pc). (B)(4)- this complaint will include 6 devices -3 cslps, 3 screws (2st pc).